Manufacturer narrative:
(B)(4). The reporter country was (B)(6). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique by patient described as patient's non-compliance to treatment. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from vietnam by a health care professional of vomiting, diarrhea, non-compliance and bacterial peritonitis with (B)(6) in a patient, coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain with a cloudy effluent. The patient also experienced vomiting and diarrhea and was subsequently hospitalized on the same date. The cause of the peritonitis was due to the patient's non-compliance. On an unreported date, the patient was treated with cefa plus fortum, and tienam and cipro (doses, frequencies and routes were not reported). On (B)(6) 2012, the patient was removed and discharged from the hospital. Dianeal therapy was ongoing. Outcome of the peritonitis was unknown. The peritonitis was unrelated to the pd solutions.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.